Manufacturer narrative:
The technician replaced the siderail switch assembly to repair the bed.

Event description:
Info received indicates the right siderail has no function on the outside switch assembly due to fluid ingress into the siderail.